Event description:
It was reported that bd conventional needles; needle was clogged/blocked. The following information was provided by the initial reporter, translated from french to english: could you provide a detailed description of the event? The trocar becomes blocked and it is impossible to remove the contents of the vial. Was there any impact on the patient (serious injury, medical intervention, change of treatment required)? No, but delay in treatment.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) unpackaged needle sample was returned for evaluation by our quality team. The needle was visually examined and no defects in the cannula point were observed neither were any defects of clogging or coring identified. Based on the provided feedback, we understand that an issue of coring needle took place which resulted in a clogged needle. Material 303262 has been created with a regular bevel in comparison to material 304622 which had a short bevel. This change requires a different way to puncture the vial. The regular bevel of material 303262 should penetrate the vial at a 45¿60-degree angle to reduce the risk of coring/clogging. Based on the preventive measures in place, we believe this incident was unlikely caused by poor or insufficient de-burring of the cannula component during manufacture.

Event description:
No additional information.